Manufacturer narrative:
Dry spots around incision.

Event description:
The pt experienced "dry spots" around the incision area following a lead revision. The reason for revision and pt outcome are unk. Further info is being requested from the hcp.